Event description:
Customer alleged blood glucose values of 500 mg/dl, 580 mg/dl, and hi (greater than 600 mg/dl) on the advantage system when tests were performed back-to-back. Customer reported storing test strips in a pouch,outside of the original container. Product labeling instructs the user to store strips in the tightly closed, original vial and to use them within 3 minutes of removal. The customer reported having no symptoms, and self-treated with 30 units of humalog. Customer alleged 2 hours later obtained blood glucose between 400 mg/dl and 500 mg/dl, after which she self-treated with 20 additional units of humalog. Customer allegedly became incoherent, after which a family member summoned an ambulance. The customer stated paramedics treated with "tube of sugar" and transported her to the hospital where she was treated with additional "tubes of sugar" and food.